Event description:
It was reported that the console's aiming beam was off alignment. There was no patient involved.

Manufacturer narrative:
The console was field services at the user's facility. During inspection it was noticed that the aiming beam was visible but faint. However, during procedure it cannot be seen. The aiming beam optics were aligned. The aiming beam is now clear a visibly bright on all levels. After aligning the aiming beam optics, the console was within specification and working as intended. Therefore, the reported complaint was confirmed.

Event description:
It was reported that the console's aiming beam was off alignment. There was no patient involved.